Event description:
It is reported that the surgeon is concerned about the metal piece that appears on the baseplate in the x-ray.

Manufacturer narrative:
This report will be amended when our investigation is complete.